Event description:
It is reported that this patient had the left side of his l4 through s1 removed. The l4 left screw was broken, the other two screws were grossly loose. The patient then received a post lateral fusion using infuse. The right side of l4 through s1 were left in place as it radiographically appeared sound.

Manufacturer narrative:
(B) (4). Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. There is insufficient information available to determine probable cause of the complaint. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. (B) (4).